Event description:
The device was returned to the MFR for eval with a note stating "pt was being administered an insulin drip 4ml/hr as he was being transported to the spo dept pump started beeping and rate changed to 100ml/hr. Pt was okay." The hospital's biomedical engineer subsequently reported by phone that the pt's blood glucose was found to be stable, and there was no injury.

Manufacturer narrative:
The pump was tested and found to operate within spec. The operation history log was also downloaded and reviewed. The "power up in standard mode" feature was activated at the time of the event. The device alarmed while the insulin was infusing in the device's "dose mode." The clinician cycled the power in response to the alarm. When the device powered on, it was in standard mode and, per spec, displayed the last rate used standard mode. The reporter stated that the user facility is considering employing the device's "retain all" feature in the future to help prevent recurrence. Note: retain all - if this feature is employed, the device always powers up displaying the last rate used. Power up in standard mode - if this feature is employed, the device always powers up in standard mode and displays the last rate used in standard mode.